Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter failed to deflate completely during the procedure. There were no reported clinical consequences to the patient.

Event description:
It was reported that the balloon catheter failed to deflate completely during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the balloon catheter hub was blocked/occluded with solidified contrast procedural fluids. During functional testing, the balloon catheter was soaked in warm water in an attempt to dissolve any blockages throughout the catheter shaft, but the device could not be flushed due to the dried procedural fluids/contrast blocked in the catheter shaft. The catheter shaft was cut and the balloon was inflated and then deflated. Information available indicated that the device was confirmed to be in good condition prior to use and device analysis shows that balloon catheter shaft was noted to be blocked/ occluded with procedural fluids/crystalized contrast. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the device contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the balloon catheter hub was blocked/occluded with solidified contrast procedural fluids. During functional testing, the balloon catheter was soaked in warm water in an attempt to dissolve any blockages throughout the catheter shaft, but the device could not be flushed due to the dried procedural fluids/contrast blocked in the catheter shaft. The catheter shaft was cut and the balloon was inflated and then deflated. Information available indicated that the device was confirmed to be in good condition prior to use and device analysis shows that balloon catheter shaft was noted to be blocked/ occluded with procedural fluids/crystalized contrast. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the device contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that the balloon catheter failed to deflate completely during the procedure. There were no reported clinical consequences to the patient.